Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected pump alarms during normal use. Blood glucose level at the time of the incident was unknown. The insulin pump will be replaced. The product will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device passed displacement test and self test. Battery was removed form pump and monitored for 10 minutes. The device powered up properly after insertion of the battery and no pump error 23 alarms were noted. It functioned properly. The device was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing serial number label, cracked case, cracked battery tube threads, cracked retainer and scratched case.